Manufacturer narrative:
The device was returned to olympus for inspection. The root cause of the malfunction was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the subject device had a failed leak test. There was no patient involvement.